Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured on electrode one during a follow up appointment. The high impedances were measured at device activation, but were less than they used to be. The following high impedances were measured: c-1 = 3865, 1-2 = 5275, and 1-3 = -2 6222 ohms. The rest of the impedances were within normal range. The cause of the high impedances was unknown. Diagnostics and troubleshooting included the impedance test. No surgical action was taken or planned. The issue was not resolved and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.